Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: a service history review (shr) was performed on the serviceable device and it was found that the device was manufactured on 11 december 2017. A manufacturing related potential cause was not suspected, therefore, no manufacturing record evaluation is required. Service & repair history: the previous service event for part number 03.615.040 with lot number(s) h305973-14 has been reviewed. The customer called in a service request for this item for this device failed calibration. The item was previously returned for service due to recalibrate tested high. The previous service condition of recalibrate tested high is not relevant to the current complained issue of this device failed calibration. The manufacture date of this item is 11 december 2017. The service history review is unconfirmed. Service and repair evaluation: it was reported that during evaluation the repair technicians found that this device 03.615.040, 2.5nm torque limiting nut driver failed calibration. Issue was found during testing at service and repair. The repair technician reported that the device failed high torque during evaluation. The device maximum peak was lower than the accepted torque range. The item will be repaired and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during evaluation, the repair technicians found this device failed calibration. Issue was found during testing at service and repair. No further information is available. This report is for a 2.5nm torque limiting nut driver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Nitial reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.